Manufacturer narrative:
No unexpected battery out limit alarms or button error alarms noted during testing. Intermittent button response on the up arrow button due to corroded keypad traces noted. Passed displacement test and off no power test. The operating currents were in spec. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons stopped working. The customer stated she may have sat on the insulin pump, possibly pressing a button. Her blood glucose level was 268 mg/dl and she treated with insulin injections. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).